Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 20285522. Model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200. Serial number: (B)(4). Batch/lot number: 20349364. Model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients lead had migrated. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.